Manufacturer narrative:
Updated information: d4 UDI number updated.

Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Correction. D1 brand name was corrected accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 48 year old male received support from an impella cp for cardiomyopathy. On day 4 of cp support, the patient was bridged to impella 5.5 for transplant, which was inserted via right axillary artery. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage c. On day 15 of 5.5 support, while in the intensive care unit, the patient experienced a nose bleed that was not resolving. Heparin drip and cangrelor drip were discontinued and nose packing inserted. On day 18 of support, the 5.5 was successfully explanted for bridge to left ventricular assistive device (lvad). The reported bleeding may occur in the setting of anticoagulation requirements and is conservatively reported as it prompted intervention, but there was no lasting harm or injury reported.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Epistaxis: the cause of the injury was not determined due to insufficient clinical details and no issue was found on the pump. D4 revised.